Manufacturer narrative:
(B)(4). Associated products : item#:42502606402;femur cemented cruciate retaining (cr) ; lot#:63964229. Item#:42530007902;natural tibia trabecular metal two-peg porous fixed bearing right size g; lot#:63905801. Item#:42522100912;articular surface medial congruent (mc) right 12 mm height use with tibia sizes g-h/cr femur sizes 8-11; lot#:64167122. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it is still implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2020-00080.

Event description:
It was reported that the patient underwent an initial total right knee arthroplasty and subsequently, he experienced right knee patellar clunk and received an intraarticular corticosteroid injection approximately one year later.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g4; g7; h1; h2; h3; h6 reported event was unable to be confirmed due to limited information received from the customer. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record (DHR) was reviewed and no discrepancies were found. Review of the available records identified the following: no inter-ops complication during the initial surgery. Crf review found patient was experiencing patella clunk and pain. The patient was administered with corticosteroid injection in the joint. A definitive root cause cannot be determined. Per package insert, persona the personalized knee system: pain is known adverse effect of this system. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.